Event description:
The facility reported a colleague infusion pump with a malfunction involving a blurry channel display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a blurry channel display was confirmed during product evaluation. The root cause of the reported problem was determined to be due to a dim phm (pump head module) display. Appropriate action was taken to correct the reported problem by replacing the pump head module display.